Manufacturer narrative:
An event regarding crack/fracture, pain, and sound involving an alumina ceramic insert 28/41g 28mm ID was confirmed. Method and results: device evaluation and results: material analysis of the returned insert concluded that the cause of the insert fracture could not be determined. No material or manufacturing defects were observed on the device features evaluated. Medical records received and evaluation: no medical records were received for evaluation. Device history review indicated that all devices were manufactured and accepted into stock with no reported discrepancies. Complaint history review indicated that there have been no previously reported similar events for the same lot number. Conclusions: the exact cause of the event could not be determined because not enough information was provided for evaluation. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics.

Event description:
It was reported that the following event to the (B)(4) was reported: "perception of screeching and a feeling of ? Of the left total hip prosthesis for 6 months. Pains more intense in early (B)(6) with increase of the screeching. Intraoperatively: metallosis, many ceramic debris, wear of the prosthetic cup, wear of the ceramic head (not broken). Change of the cup, the insert and the femoral head."

Event description:
It was reported that the following event to the (B)(6) was reported: "perception of screeching and a feeling of ? Of the left total hip prosthesis for 6 months. Pains more intense in early (B)(6) with increase of the screeching. Intraoperatively: metallosis, many ceramic debris, wear of the prosthetic cup, wear of the ceramic head (not broken). Change of the cup, the insert and the femoral head."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Device not returned.